Manufacturer narrative:
The ge service representative conducted an onsite investigation. The power supply and generator interface board were reseated. The voltage was adjusted. The system was tested and operates as intended.

Event description:
The customer reported that the system would shut down without user input. No patient injury was reported.